Manufacturer narrative:
Product analysis- visual examination witnessed marks on the outside edge of the set screw which suggest that the rod made contact with the screw while it was being installed. These witness marks are consistent with the rod not being fully reduced before the set screw was installed. This condition can cause the set screw to "break off" before the rod is fully seated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: l1 compression fracture procedure: percutaneous fusion (2-level) levels: th11-l1 it was reported that the set screw could not be tightened into the screw head firmly. The set screw was replaced to complete the surgery. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.